Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that all buttons on her insulin pump are unresponsive. Customer stated that she was going to deliver a bolus dose, when she noticed the buttons were not working. Blood glucose is 127 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion tests, prime and excessive no delivery test. The insulin pump received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.